Event description:
Caller reported experiencing alarm 2 followed by alarm 26 on their tandem mobi pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l) or show a "high" reading on the cgm. The customer reverted to multiple daily injections (mdi) for insulin delivery in the interim.